Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data was intermittently missing in the pump history. Ultimately, the pump displayed the missing data. In addition, the customer's blood glucose (bg) level ranged from 200 mg/ dl to over 400 mg/dl; cause was not known. A correction bolus was delivered and a manual injection was administered to address bg. Reportedly, the customer continued using the pump for insulin therapy.